Event description:
The patient reported that after wearing the pod on his abdomen, he started to notice a rash with the adhesive pad. The site was getting itchy and irritable. He went to see his doctor who prescribed him kenalog 0.1% cream for a week. (Placed on twice a day) for his site irritation. It seems to be helping and he would also apply after the removal of the pod.

Manufacturer narrative:
The product was not returned for eval. We are unable to assess if any product condition could have contributed to the patient's site irritation. No qualification and sterilization records were reviewed because no product lot number was reported.